Event description:
It was reported that the user received a low glucose alert shortly after initiating ilet use, with a fingerstick blood glucose of 54 mg/dl while the device indicated ¿low,¿ and retrospective review showed a nadir of 39 mg/dl prior to eating cereal; the user ingested cereal and approximately 29 grams of juice, after which a repeat fingerstick measured 134 mg/dl and the ilet displayed 88 mg/dl with upward trend. Symptoms included hypoglycemia. Outcomes included resolution of hypoglycemia following oral carbohydrate treatment and return to target range. Investigation included review of device-reported data and user-reported fingerstick measurements, along with troubleshooting and education on hypoglycemia treatment using the 15/15 method. Investigation of this case revealed no device malfunction and suggested that early use dynamics and treatment timing with oral carbohydrates accounted for the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.